Event description:
Boston scientific received information via a user facility medwatch report (B)(4) that this patient's death followed an unsuccessful attempt to explant this chronic right ventricular (rv) lead and the explant of the chronic right atrial (ra) lead, both of which apparently had been previously surgically abandoned. The reporting health care provider indicated that the patient became hypotensive and experienced a cardiac arrest during the extraction procedure. An echocardiogram did not reveal evidence of an effusion. The patient was taken to an emergency room, where an invasive surgical response identified a tear in the vena cava. The tear was repaired, but the patient did not recover. The lead with the model and serial number listed in the user facility report is implanted in another patient; this report lists the correct model and serial number associated with this patient.

Manufacturer narrative:
Previously, a boston scientific field representative reported that a pending system explant had been scheduled due to replacement of another manufacturer's fractured right ventricular (rv) defibrillation lead. A boston scientific field representative and a technical services (ts) consultant discussed at that time that boston scientific had no information that the other manufacturer's rv lead had been implanted. Subsequent investigation showed the other manufacturer had reported the associated ra lead was removed from service and surgically abandoned 77.3 months prior to the pending replacement of the other manufacturer's rv lead, suggesting that this lead also had been removed from service at the same time as the ra lead. The representative subsequently reported the patient passed away during the procedure to explant the other manufacturer's lead. There were no known allegations against boston scientific products at that time; the representative was not present at the procedure and had no additional information available to her. As no additional information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should additional information be provided.